Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during a routine follow-up data review, clear artifacts was visible in the primary vector during exertion however, the device failed to mark each noted noise artifact. The physician reprogrammed the device to the secondary vector, where no artifacts were visible. The field reported no x-rays were available for review and to date, no further complications have been reported. The device remains implanted and in service without adverse patient effects.